Event description:
During a laparoscopic gastric bypass procedure, surgeon was using the deivce to create the gastromy, and the generator presented an instrument error. There was no reported pt consequence and case finished with another device of the same product code.